Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable of the motor device was damaged, and the device was overheating. It was further observed that the device had component damage. It was further determined that the device failed pretest for loctile assessment, cable assessment and handpiece temperature assessment. It was noted in the service order that the drill was stiff, and the attachment device was stuck in it. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initially reported condition of the drill being stiff and the attachment device being stuck in it was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device generating heat, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).